Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The host module was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The module was received for evaluation. A visual assessment of the returned sample did not reveal any visual non-conformities. The returned host module was installed into a calibrated system hotbed. The system was booted-up and no nonconformities were noted. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system displayed a system message and shut down after a procedure. There was no patient involved.